Event description:
On (B)(4) 2012, customer reported that fluid was dripping from reagent probe a on the dxc 600 instrument. Customer also reported that the instrument generated a 'cc cuvette not dry before first reagent dispense' error. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and removed and cleaned the wash collar vacuum valve for reagent probe a. When this did not resolve the issue, fse replaced the wash collar vacuum valves and the issue was resolved. No further leaks were reported.

Manufacturer narrative:
(B)(4).